Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted to an unknown product performance issue. A new device has been implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
On (B)(6) 2022 - amendment: event does not meet complaint criteria. Device was in service for more than 10 years, surpassing its longevity expectations. No allegations or malfunctions were reported. Mlcr.

Event description:
It was reported that this ICD was explanted since it was in service for more than 10 years, surpassing its longevity expectations. No adverse patient effects were reported.